Manufacturer narrative:
The reported complaint of a leaking quattro catheter (lot #148050) was confirmed during functional testing. A pinhole leak on proximal balloon was observed. The investigation findings revealed that the probable cause of the reported complaint was due to a latent material defect. Visual inspection of the returned quattro catheter was performed. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Dried blood was observed on the balloons and luers tubings. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device and immediately a pinhole leak on proximal balloon was observed. Thus, confirming the reported complaint. During manufacturing all quattro catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Therefore, it is unlikely that the catheter was defective when shipped. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for quattro catheter with lot number 148050.

Manufacturer narrative:
Zoll has received the catheter however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals. In agreement with a customer, there was no patient's effect attributed to zoll catheter.

Event description:
Nurse noticed that the 500 ml normal saline (ns) bag had emptied during cooling phase of ivtm therapy on a post cardiac arrest patient. The nurse hung a second 500 ml ns bag and later noticed blood in the tubing. Catheter leak suspected. Catheter dwell time unknown. Per reporter, patient was constantly attended to, and no patient harm with 2 bags of saline infused. The thermogard ivtm system did not alarm. Ivtm therapy was completed using a new quatrro catheter with the same thermogard console. This was the first time practitioner's placed a zoll quatrro catheter (lot #unknown) and it was a difficult insertion on the patient right femoral vein. No consequences or impact to patient was reported.